Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The service rep formatted the hard disk drive and the cine hard disk drive, and reloaded version 29 software and the configuration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would lock up during a case. No pt injury was reported.